Manufacturer narrative:
Additional concomitant medical products: 694765 lead; implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the patient¿s device changeout and upgrade the chronic atrial lead that was previously abandoned due to dislodgment was capped and replaced. No patient complications have been reported as a result of this event.